Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a constant tone and a keypad anomaly. The customer¿s blood glucose was 98 mg/dl at the time of incident. Customer stated that the insulin pump was constantly beeping and buttons does not work. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Unable to determine if the insulin pump was set to beep or vibrate correctly. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to flattened dome switch on esc and act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test and self-test. Insulin pump was tested with no audio/beep anomaly noted.